Event description:
Additional information noted that the right ventricular lead was reprogrammed on 02 may 2023. The patient was in stable condition.

Event description:
Additional information received noted that the right ventricular (rv) lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission. It was noted that the right ventricular lead exhibited inadequate capture and r-wave amplitude variation. No intervention was performed. The patient was in stable condition.